Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 344200, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient developed a hematoma at the lead site. The physician believed it was procedure related. The patient underwent an explant procedure.